Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted on to the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient fainted in her sleep while the app showed sensor error. The reporter did not state whether the patient experienced any other symptoms. The patient performed a fingerstick, the blood glucose value displayed was low without a specific value. The following morning the patient regained consciousness and self-treated with carbohydrates and recovered. At the time of the report, the patient was feeling fine. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of performance data shows that the patient's low alert was enabled and set to 70 mg/dl with the audio set to sound and the snooze set to 60 minutes. The urgent low alert is fixed at 55 mg/dl, the audio was set to vibrate, and the snooze was set to 30 minutes. The no readings alert was enabled and was set to trigger after 20 minutes of continuous brief sensor issue. The signal loss was also enabled and was set to trigger after 20 minutes of continuous signal loss. At 1:08 am on (B)(6) 2026, the patient's estimated glucose values dropped below user low alert threshold and the app delivered a low alert at partial volume with an egv of 60 mg/dl. This alert was acknowledged a minute later at 1:09 am. The patient's egv read 61 mg/dl at 1:13 am and her readings then crossed back into target range from 1:18 am to 1:28 am. At 1:33 am, the patient's egvs dropped below both the low and urgent low alert thresholds and the app delivered a vibratory urgent low alert with an egv of 47 mg/dl. At 1:38 am, the app delivered another vibratory urgent low alert with an egv of low (less than 40 mg/dl). At 1:43 am, the app delivered another vibratory urgent low alert with an egv of 40 mg/dl. At 1:48 am, the patient entered a period of brief sensor issue. Twenty minutes later at 2:08 am, the app delivered a no readings alert at partial volume; this alert was acknowledged at 2:09 am. The brief sensor issue ended at 2:23 am, at which point the app delivered a visual low alert with an egv of 57 mg/dl. At 2:28 am, the app delivered a vibratory urgent low alert with an egv of 53 mg/dl; this alert was acknowledged immediately. The patient's egv read 50 mg/dl at 2:33 am, and from 2:38 am to 2:48 am, her egvs crossed back into target range. At 2:53 am, patient's egvs dropped below both the low and urgent low alert thresholds to 40 mg/dl (no alert was triggered as the snooze was still in effect). At 2:58 am, the app delivered a vibratory urgent low alert with an egv of low (less than 40 mg/dl); this alert was acknowledged immediately. At 3:03 am, the patient entered a period of signal loss that lasted until 9:08 am. Although the cgm application was stopped during this time and there is no alert information in the performance data, the app is designed to still trigger a signal loss alert when enabled. Additionally, backfilled data is available which shows that the patient's egvs continued to read low throughout much of the signal loss, although her readings did cross back into target range a few times during this period. The last three hours or so of backfilled data were primarily brief sensor issue. The patient was still experiencing brief sensor issue after the signal returned at 9:08 am, and it continued until the sensor failed at 9:58 am. A new session was started about ten minutes later, and the patient's first egvs in the new session were in target range. The reported complaint is undetermined. Although several issues were observed that could have potentially contributed to the incident, including signal loss, brief sensor issue, and use error associated with the urgent low alert setting, data investigation shows that the patient promptly acknowledged several glucose alerts during this time. Additionally, the reporter was unable to provide the approximate time of the loss of consciousness, making it difficult to conduct further investigation. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.